Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Incoming/visual inspection: 2/16/2016 - received one (1) used 011-46105-57, 4" red stripe tubing w/needleless valve; lot# unknown. No other devices were returned. Damage was observed on the silicone plug of the needless collector. The silicone was torn and partially stuck down. Analysis summary: the reported complaint of leaking was confirmed. The root cause of the failure was a torn silicone valve. The silicone slit was observed to have been damaged from an off axis insertion which tore the slit causing the valve to fail. We have informed the facility that when activating care must be taken to not insert off-axis.

Event description:
Compaint rec'd regarding one (1) 011-46105-57, 4" red stripe tubing w/needleless valve; lot# unknown. The report states, "on completion of taking bloods from the patient the nurse picked up on the las - the blue silicon septum was not lying flat. It is also noted blood is sitting between the clear housing and the silicon valve." There were no adverse patient consequences reported.